Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.